Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. E226 error is an error that occurs when thereis abnormal communication between the endoscope and the processors. It is possible that e226 error occurred due to the poor communication caused by the cable failure. Based on the results of the investigation, the definitive root cause of the cable failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head, had flashing error coding displayed (e226), and the image kept disappearing. There was no report of patient harm associated with the event.